Event description:
It was reported that the gastrointestinal videoscope has a cleaning brush fractured inside. The issue was found during inspection before use. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure not confirmed, as the brush was likely removed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.